Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain while the patient connected. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated there were gaps of air in the patient line. The tsr advised the hp to end the therapy and start over with new supplies. The hp ended the therapy and confirmed to start over with new supplies. There was no report of patient injury or medical intervention.